Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Upon evaluation, no issues were identified. The symbol shown on the shelf pack label and the number on the instructions for use indicate that, after mixing, the whole blood specimen may be stored for up to six hours at room temperature until centrifugation. Additionally, the retained shelf pack label was visually inspected, and no issues were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg, there is a discrepancy between the instructions for use (IFU) and labeling. The customer reported that the IFU states that the sample is to be processed within 2 hours of collection while the product label states that the sample is to be processed within 6 hours of collection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Upon evaluation, no issues were identified. The symbol shown on the shelf pack label and the number on the instructions for use indicate that, after mixing, the whole blood specimen may be stored for up to six hours at room temperature until centrifugation. Additionally, the retained shelf pack label was visually inspected, and no issues were found. The instructions for use (IFU) state: ¿after mixing, the whole blood specimen may be stored up to six (6) hours at room temperature until centrifugation.¿ based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg, there is a discrepancy between the instructions for use (IFU) and labeling. The customer reported that the IFU states that the sample is to be processed within 2 hours of collection while the product label states that the sample is to be processed within 6 hours of collection. No adverse impact was reported regarding the patient or user.